Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient with communicating hydrocephalus following sah in (B)(6) 2016. The initial pressure setting is unknown. On (B)(6) 2016, it was found through contrast radiography that the ventricles of the patient's brain became large. The surgeon tried to change the setting, but it could not be changed even by using a neodymium magnet. The setting was 80 mm h2o at that time. On (B)(6) 2016, the device was finally replaced with ns9002, and the patient is currently being monitored. The surgeon commented that the position of the valve might be deeper, and breakage of the valve cam was also suspected because it had shown unusual movements while attempting to change the setting with a programmer.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a needle hole in the needle chamber was noted as well as biological debris was noted inside the valve. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, no occlusion was noted. The valve was leak tested, only leak from the needle hole in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code ns9009 with lot ctkbct, conformed to the specifications when released to stock in 4th september 2015. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.